Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. As a result, the device was explanted on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient has not had surgery yet. Hence, the following field have been updated on this form: field h6 health effect - impact code ¿recognised device or procedural complication¿ has been added field h6 type of investigation has been updated to "device not accessible for testing". Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).